Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a motor error alarm and button do not rebound quickly. Customer¿s blood glucose value was value was unknown. Customer stated that the failed battery test, motor error alarms, button do not rebound quickly, reservoir leaked into the pump, and reservoir compartment window has scratches. The devices will not be returned for analysis.